Event description:
Reporter stated the customer has experienced erratic blood glucose levels. Her mother believes the piston rod of the infusion device does not function correctly and the insulin delivery is inaccurate. The customer switched to her backup infusion device, and her blood glucose returned to normal. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.